Event description:
The customer reported to covidien on (B)(6) 2014 that there were sparks coming from the pump when plugging it in. The unit was returned to a local covidien service center and the service technician found that the pump no longer works on battery. There was no customer or patient harm.

Manufacturer narrative:
Submit date: 10/31/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
(B)(4). An investigation of the reported condition was performed on (B)(6) 2015. A review of information in the complaint file indicates this investigation was performed by a covidien international service center for the reported condition of: sparks coming from the pump when plugging it in, there was no customer or patient harm. Therefore, this report will be based on information provided by the service center. Information provided indicates that the power cord was torn at the connection to the power supply, confirming the reported condition. There was no failure analysis data provided in the complaint file; therefore, the root cause of failure was not identified. The power cord will needs to be replaced to correct the problem. Power cords periodically require replacement due to age, usage and user damage. The complaint file indicates that upon opening the unit multiple components on the power supply were broken off as well as damage to the front and rear casing and the control panel. Repair work was deemed un-economical and was scrapped locally. Product scd express was manufactured in 2009. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. The service history for this unit is maintained by the local service center. This information will be utilized for trending purposes to determine the need for corrective action.